Event description:
A non health care professional reported that following implantation of an intraocular lens (iol) the patient experienced elliptical rings around lights, tail lights. Additional information was requested and received stating patient had lights upon lights, concentric rings within rings of different sizes. She gets glare off of all reflective surfaces. Additional information was requested and received stating lens was explanted in a secondary procedure with different lens.

Manufacturer narrative:
The lens was returned submerged in liquid inside a plastic vial. The lens was removed from the liquid and allowed to air dry. The optic has light scratches that extend across the optic rings and the optic center. These scratches are observed on the anterior and posterior surfaces. A power and resolution test was conducted by an engineering technician. The optical resolution is acceptable; lens meets specification for focal length for a 17.0 diopter and cylinder 3.00 reading for a company model lens. Product history records were reviewed and documentation indicated the product met release criteria. The root cause cannot be determined for the reported complaint. The explanted lens was returned and evaluated. The optic has light scratches on the anterior and posterior surfaces. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria if present during the manufacturing process. A review of the manufacturing history record documentation indicates that the product met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. It cannot be 100% confirmed if the damage was induced during delivery or during removal of the lens from the eye. A power and resolution test was conducted with the returned lens. The optical resolution is acceptable; lens meets specification for focal length for a 17.0 diopter and cylinder 3.00 reading for a company model lens. Information in the file indicated that the company (3.00 cyl.) 17.0 diopter (add power +2.2/+3.2) lens was removed and replaced with a non-company monofocal lens model of the same diopter. Due to the information that the multifocal toric lens model was replaced with a monofocal non toric lens model this may suggest that the event may not be related to the product, and that the replacement lens model was a better selection for the patient¿s vision needs. The manufacturer internal reference number is: (B)(4).